Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted past its use by date (ubd). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), product type: extension. (B)(4).